Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging up arrow button. The reporter alleged meter remote's up and down arrows are not always responding to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.